Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problem or issues were identified during the device history record review. A sample was received for evaluation. Sample was received decontaminated plastic bag without the original packaging. The sample was visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. During inspection, the sample was found to be missing the blue clip, no other defects or discrepancies were found that would prevent the sample from functioning properly. The sample was set for accuracy testing using a pump and a balance mettler to look for unusual function. Sample passed the accuracy test; thus, the reported failure mode is not confirmed. Root cause could not be determined since the complaint was not confirmed. No actions taken.

Event description:
Information was received indicating that during use of this smiths medical cadd administration sets, under delivery was noticed. It was reported by the patient was running ceftriaxone 2g IV daily via hpt pump at home and had patient tubing changed by homecare on mon sept 21. However, on tues sept 22 when the patient went to change the bag and found almost an entire bag about 200 ml full. In additional on wednesday sept 23, the patient changed the bag and ran the dose again but found most of the bag was still although the pump indicated the entire dose was given. No patient injury reported.